Manufacturer narrative:
Product event summary- the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead showed increasing ventricular threshold so the settings were adjusted to unipolar pacing mode for better threshold. It was further reported that the patient was having off and on "twitching". The physician suspected the patients symptoms were because of the rate of the implantable pulse generator (ipg). The device was removed and replaced due to normal elective replacement indicator (eri), the rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).